Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the camera cable break that did not generate an image. In addition, the camera cable was leaky and strongly bent and twisted. The camera cable must be renewed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the communication failure between the subject device and video processor due to the camera cable damages of the subject device. The camera cable damages might have occurred due to the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that since the subject device was broken down, the image of the subject device was not displayed during preparation for the cystoscopy procedure. The user replaced the subject device to another device and completed the procedure. The occurrence date of the event is unknown. There was no patient injury associated with this report.